Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many devices that had breakage issue during this single procedure? Please specify if the needle broken or pull off of the suture? Was there any adverse consequence associated with the patient? Please provide procedure name and date. If any device available for return? Note: events reported in medwatch reports 2210968-2020-05013, 2210968-2020-05014, and 2210968-2020-05015. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported an animal underwent a soft tissue procedure on an unknown date and suture was used. During the procedure, the suture needle broke off. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/10/2020 additional information: d10, h6 additional h3 investigation summary: it was received for analysis an unopened sample of product code z398h, lot pl5033. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand, no defects or damaged were observed. A functional test was performed and the pull force and tensile force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance pull off - suture needle, and the tested sample met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/15/2020 additional information: d4, h4 corrected information: b3, d1, a manufacturing record evaluation was performed for the finished device pl5033 batch number, and no non-conformances were identified. The following information was requested and the following was received. To date the device has not been returned. If further details are received at a later date a supplemental medwatch will be sent. * how many devices that had breakage issue during this single procedure? Three packages had the breakage issue * was there any adverse consequence associated with the patient? The incision had to be reopened to removed the needles pds*ii 3-0 fs-2 19mm 3/8c reverse cutting ethicon suture * please provide procedure name and date the procedure was on an anal gland adenoma (B)(6)2020 * if any device available for return? I have one single unopened pack available for return if needed this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.